Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. It was unknown if the patient was hospitalized for the event. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened with pd therapy. Treatment for the event was not reported. At the time of this report the recovery status of this hernia event was unknown. Action with pd therapy was not reported. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.